Event description:
This pt has out of range electrode impedance measurements which resulted in programming adjustments. In 2004, the pt reportedly experienced a decrease in performance. In 2004, the pt was seen by a company rep for device evaluation. The testing performed confirmed out of range electrode impedances. The surgeon recommended implantation on the pt's contralateral side. The surgeon anticipates scheduling surgery to remove the pt's c1 device at a later date.